Manufacturer narrative:
The complaint fiber received was reviewed and it was confirmed fiber burn was apparent in the returned unit, noted at the proximal end of the fiber near the connector. The state of the fiber was consistent with comments received by the complainant. It can be confirmed holmium laser fibers are subject to 100% inspection for both visual and power testing performance defects prior to release for distribution. No manufacturing defects or contributing factors were identified upon review of the returned fiber for this complaint. No root cause for the burning of the fibers was identified however it is acknowledged the the cause is likely related to the laser device.

Event description:
A notification was received regarding a holmium fiber unit which was reported to have burned during use. No patient harm or impact was reported.